Event description:
It was reported that there were coupling and/or communication issues. The antenna locate feature was tried and the scale was in the 50 range. The patient had experienced coupling issues since implant; the patient could not obtain more than two bars. Palpation of the stimulator pocket not the device appeared to be very superficial to the skin. A second recharger also could not maintain good coupling. X-ray was performed and stimulator did not appear to be flipped. Therapy was working well outside of coupling issues. The stimulator was implanted in the patient's flank area. The patient scheduled for a pocket revision and/or battery replacement to take place on (B)(6) 2011. The physician noted that the device was implanted 1 cm or less below the skin and wasn't flipped, so it "must be a bad battery". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).